Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly, and no unlocked lcd keypad connector. No cosmetic damage noted during physical inspection.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 216 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.